Event description:
Additional information received reported that the patient was in the emergency room (ER), and was to have magnetic resonance imaging (MRI) of their back. When the patient had a revision of the pump due to infection (as previously reported), they reportedly put in a ¿protective sock¿, and the reporter stated that his body was rejecting it. For the past couple of days prior to the report, when he would turn in a certain position, his side would go numb. The patient would take some pain medicine and an hour later it would go away. The patient was on ¿4.5 hours of complete misery¿ on the date of the report, and didn¿t feel like it was stopping anything. The reporter stated that ¿maybe that became disconnected and was leaking a little and now it¿s disconnected,¿ and that "if its leaking it would be easier to see on MRI". The patient would get numb and lose sensation all the way down to his toes. Their neuropathy was increased, and something was pushing up against it ¿like a nerve or something.¿ this had been in the last couple days prior to the report, as well as in the recovery room from the last revision. The patient was tearful because it was so bad. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient had pain at the pump site. No actions were taken. The severity of the event was noted to be ¿mild¿. The outcome was reported as ¿resolved without sequela¿ with a resolution date of (B)(6) 2014. On (B)(6) 2014, the patient had pain at the pump site. No actions were taken. The severity of the event was noted to be ¿mild¿. The outcome was reported as ¿ongoing¿ with an outcome date of (B)(6) 2015. The device system was delivering clonidine, bupivacaine, and fentanyl.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a product surveillance registry. On 08/13/2015 it was reported that the outcome of patient's pain at the pump site which began on (B)(6) 2014 was "resolved without sequela" with a resolved date of (B)(6) 2015

Event description:
Additional information was received and it was reported that on (B)(6) 2014 the pump was repositioned. The event was noted as ¿resolved without sequela on (B)(6) 2014.¿

Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing abdominal and chest numbness and increased radicular pain. A CT myelogram was ordered to rule out an inflammatory mass. The CT scan was not completed, so the patient was scheduled for a cap (catheter access port) study. The cap study was done on (B)(6) 2014; the result was noted as ¿abnormal ¿ scar tissue at catheter site¿ and ¿possible inflammatory mass or arachnoiditis posterior spinal space which may be the source of the side effects¿. The patient was scheduled for a catheter revision secondary to possible inflammatory mass or arachnoiditis posterior spinal space. During the revision surgery on (B)(4) 2015, a catheter kink and occlusion were observed. The catheter was spliced; a new spinal segment of catheter was used. The event outcome was reported as ¿resolved without sequela on (B)(6) 2015.¿ the severity of the event was noted to be ¿mild.¿

Event description:
It was reported that examination/palpation on (B)(6) 2014 found that the pump pocket incision had separated approximately 1 cm. On (B)(6) 2014, dermabond and steri strips were applied to the wound. On (B)(6) 2014, the patient had swelling and soreness at the pump site, but it was improving. The incision separation event was noted to have resolved without sequela as of (B)(6) 2014. The severity of the event was noted to be ¿mild¿. On (B)(6) 2014, examination/palpation found swelling/soreness at both incision sites; the pump pocket and lumbar site. There were no signs of infection. No action was taken. The severity of the event was noted to be ¿mild¿. The outcome was noted to be ¿ongoing¿. On (B)(6) 2014, examination/palpation found a pump pocket seroma; 64 cc of fluid was aspirated from the pocket. ¿lab work¿ was done the same day and was reported to be ¿negative¿. It was also noted that the patient had a spinal headache and csf (cerebrospinal fluid) leak. The patient was instructed to increase their fluid intake and increase their caffeine intake. The severity of the event was noted to be ¿mild¿. The outcome of the event was noted to be ¿ongoing¿. On (B)(6) 2014, 14 cc of fluid was aspirated from the pocket. The event was noted to have resolved without sequela as of (B)(6) 2014. On (B)(6) 2014, examination found redness at the incision site. The patient was given keflex (500 mg po q6h x 10 days). On (B)(6) 2014, the patient had an unscheduled clinic visit. Complicated wound healing was noted; the patient had a skin reaction along the incision site. The severity of the event was noted to be ¿mild¿. The seroma was aspirated. The patient was instructed to apply cortisone cream to the site. The patient¿s csf leak had resolved without sequela as of (B)(6) 2014. The pump pocket seroma was noted to have resolved without sequela as of (B)(6) 2014. On (B)(6) 2014, examination noted tissue irritation and they planned to reposition pump. As of (B)(6) 2014, the event was noted to be ¿ongoing¿. The events were reported to have been related to the implant procedure. The device system was delivering clonidine and bupivacaine.

Event description:
It was further reported that the patient needed an MRI of the thoracic and lumbar spine to investigate if the ¿pump is leaking¿ as the patient stated he had some sort of mass that they needed to look at. The patient noted he had problems with the pump since the pump was moved six weeks ago. The drug in the pump had not changed since the patient¿s last call but the dose had increased. Should additional information be received a supplemental report will be filed.